Event description:
It was reported that the customer had air bubbles in the reservoir. Customer sated that there are tiny bubbles in the reservoir and the tubing line. The bubbles are smaller than the tip of a pen and are smaller than champagne. Customer stated that the pump was not rewound with a reservoir in place. Customer changed out the set and reservoir. Customer had been experiencing highs but her glycohemoglobin tests are always at a normal rate. Customer declined troubleshooting for high blood glucose levels because she has been a diabetic for over 50 years. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.